Event description:
It was reported that the rate may have changed during an infusion of fentanyl. This resulted an over infusion of "ten fold". There was no patient harm.

Manufacturer narrative:
The report of a fentanyl over infusion was not definitively confirmed. Details of the reported event were not provided and the pcu event log and dataset were not received for investigation. The pump module event log does show that pump module s/n (B)(6) was programmed primarily at rates between 5.9 ml/hr and 17.7 ml/hr on 24 december 2019; however, at 12:35 pm, the rate was changed to 88.4ml/hr. The pcu event log and dataset were not received for investigation, so it cannot be determined what was entered to make the rate change to 88.4 ml/hr. The error log was not received for investigation the pump module, pcu event log, and customer dataset were not returned for investigation. The reported fentanyl over infusion appears to be the result of user programming. H3 other text : no devices received, log review only

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the rate may have changed during an infusion of fentanyl. This resulted an over infusion of "ten fold". There was no patient harm.